Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer initiated multiple boluses causing them to go low. Customer attempted to self-treat by consuming carbohydrates and sugar, and was monitored at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.